Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient had exhibited increased spasticity. X-rays were performed and it was determined that the catheter tip had fallen out of the spine. It was indicated that the catheter was then replaced. At the time of report, there was no patient injury. The device system was used to deliver gablofen.